Manufacturer narrative:
Six fj933t were returned for evaluation; lot numbers: 51685473 (1), xxx85473 (1), unknown (4), (too damaged to determined). Cervical plate was returned for evaluation as a component: fj758t/ac cervical plate 6 hold ta 37mm, lot number 51095813.

Event description:
Screw removal case because the locking mechanism on the screws flipped. Originally implanted in (B)(4).